Manufacturer narrative:
(B)(4). Upon follow up it was reported "the type of peritonitis was yeast" and the patient was using dianeal at the time they experienced the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient reported "having a viral infection as their peritonitis", however this was not medically confirmed. It was reported the patient was hospitalized for the event. Treatment was not reported. On an unreported date, the patient was discharged from the hospital. At the time of this report the patient was not recovered from this peritonitis event. On an unreported date, the patient's catheter was pulled and the patient has switched therapy to hemodialysis. Additional information was unable to be obtained.